Manufacturer narrative:
This report is filed on april 05, 2019.

Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient's device was electively explanted on (B)(6) 2018 due to non-use of the device. The electrode array was left in situ. It was also reported that the patient experienced discomfort at the implant site without device use, prior to explanation of the device.